Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular lead displayed noise with sensing of external interference (oversensing of electromagnetic interference ¿ emi. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 693565 implantable tachy lead 2012-(B)(6).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Emi clearly visible on stored episodes/printouts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.